Event description:
It was reported that approximately 23 months post implant of a bifurcated device, a suprarenal aortic extension, and bilateral limb extensions, a follow up computed tomography scan revealed a type iiib endoleak of the bifurcated device. Reportedly, the physician elected to reline with another bifurcated device to address the endoleak. While relining the device, the limb extension in the right common iliac became disconnected from the bifurcated device due to the tortuosity of the iliac. The physician elected to treat the patient with a competitor¿s stent graft, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Images were provided and reviewed by a clinical representative. Computed tomography images were provided and reviewed by a clinical representative with the following impression: neither the direct cause, nor the location of the reported endoleak could be determined from the information provided. From the intraoperative images provided, there does appear to be the presence of a possible type 2 endoleak, but this is also inconclusive based upon the information provided. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.